Manufacturer narrative:
The hdl reagent lot number is 756599. The calcium reagent lot number is 744185. The expiration dates were not provided. Reagent issues were excluded. The field service representative took the reagent manager apart due to a reagent spillage. He cleaned all the areas inside the reagent manager, performed mechanism checks and loaded the reagents. He replaced the reagent probes and performed alignments. He also replaced the gear head pump. Checked the incubator bath level, gearhead pump pressure, and laundry levels. He found a split in the rinse station 1 vacuum tubing and saw the cuvette wash level was very low. He repaired the tube and adjusted the laundry level. The calibration and qc passed. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable hdl results for 2 patient samples and questionable calcium results for 5 patient samples on a cobas 8000 c 702 module. Sample 1: the initial hdl result was 3.53 mmol/l. The repeated result was 1.45 mmol/l. The sample was repeated on another analyzer line and the result was 1.46 mmol/l. Sample 2: the initial hdl result was 4.14 mmol/l. The repeated result was 1.20 mmol/l. The sample was repeated on another analyzer line and the result was 1.23 mmol/l. Sample 3: the initial calcium result was 1.69 mmol/l. The repeated result was 2.17 mmol/l. The sample was repeated on another analyzer line and the result was 2.16 mmol/l. Sample 4: the initial calcium result was 1.69 mmol/l. The repeated result was 2.37 mmol/l. The sample was repeated on another analyzer line and the result was 2.39 mmol/l. Sample 5: the initial calcium result was 1.76 mmol/l. The repeated result was 2.27 mmol/l. The sample was repeated on another analyzer line and the result was 2.30 mmol/l. Sample 6: the initial calcium result was 1.67 mmol/l. The repeated result was 2.32 mmol/l. The sample was repeated on another analyzer line and the result was 2.32 mmol/l. Sample 7: the initial calcium result was 1.71 mmol/l. The repeated result was 2.28 mmol/l. The sample was repeated on another analyzer line and the result was 2.33 mmol/l. The samples were repeated as the customer has a rule to automatically repeat samples with calcium results below 1.80 mmol/l and hdl results >2.00 mmol/l.